Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a scan result of 500 mg/dl on his adc freestyle libre sensor compared to a reading of 39 mg/dl obtained on the built-in reader. Customer further reported experiencing sweating, a lack of coordination, and a loss of consciousness and being treated with a "glass of water with sugar" but a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a scan result of 500 mg/dl on his adc freestyle libre sensor compared to a reading of 39 mg/dl obtained on the built-in reader. Customer further reported experiencing sweating, a lack of coordination, and a loss of consciousness and being treated with a "glass of water with sugar" but a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor was found to be in state 5, indicating normal termination. The sensor plug was removed to inspect the plug assembly, where the sensor neck was observed to have a crack across the width and through the carbon layer. Sensor was reprogrammed and current was applied to perform linearity testing. The results of the linearity testing were within specification. Product was forwarded to extended investigation for further investigation of the crack observed on the sensor neck. Upon further inspection it was determined no crack was present, as there was evidence of watermarks caused by dried blood and bodily fluids. Additional linearity testing was performed and passed indicating the electronics of the sensor are functioning as intended. No malfunction or product deficiency was identified.